Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under back pads. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a cream for the rash. Follow up indicated that the rash improved.